Event description:
The patient had a trauma and was not responding to the voices and sounds anymore.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had a trauma and was not responding to voices and sounds anymore. The patient has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
The patient had a trauma and was not responding to the voices and sounds anymore.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.